Event description:
It was reported that on (B)(6) 2012, it was noted that the motor was broken. It was unknown if it occured during a procedure. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The motor drive coupler was broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.